Event description:
It was reported that the patient presented in clinic due to discomfort and arrhythmia. Device interrogation revealed far r oversensing, competitive atrial pacing and mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: for b5 missing patient symptoms of arrythmia and discomfort.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, competitive atrial pacing and mode switch on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.